Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not charge during a call. Another device was used to complete the procedure. This event is being reported as a serious injury, as another device was used to continue the procedure. Additional details have been requested.

Event description:
A customer reported that the device did not charge during a call. Another device was used to complete the procedure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Philips provided remote customer support. The customer did not request that a philips field service engineer evaluate the device as the device is at end of life (eol). No ECG strips or case events files were provided to the customer for review. Philips requested but did not receive additional information related to the event. Philips was not able to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The device was retired from service by the customer. The information gathered for this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.